Event description:
It was reported that a vena cava filter that had been implanted for less than 2 weeks, had migrated caudally, distance unk. The pt presented to the doctor with complaints of abdominal pain. A CT scan was performed and it was then discovered that one or two components were perforating the cava wall next to the aorta. It was also reported that one or two components were through the cava wall to the duodenum. The filter was removed, and pt is doing fine at this time.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. Upon inspection of the returned sample, there were two filter legs crossed. It could not be determined when this may have occurred. All the filter arms, legs/hooks were present and intact. Heat was applied to the filter and the filter took shape. All measurements taken were within specifications. The result of the investigation was inconclusive for caudal migration and perforation as no films/x-rays were returned. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Perforation or other acute or chronic damage of the ivc wall.